Manufacturer narrative:
H10: manufacturing review:a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Images were provided. Medical records were provided and reviewed. Approximately five years nine months post filter deployment computed tomography(CT) revealed an inferior vena cava filter was seen in the lower aspect of the inferior vena cava at the l3-l4 level. Subsequently two months thirty days an attempt was made to retrieve the filter. Fluoroscopic examination of the filter was performed in multiple obliquities. Puncture of the right internal jugular vein was performed using ultrasound guidance and a 4-french micropuncture set. A 5-french bern catheter was introduced into the inferior vena cava below the filter over a bentson wire and the catheter was injected, and dsa imaging of the abdomen was performed as a diagnostic inferior vena cavagram, to evaluate for the presence of clot in the filter. Through the sheath, a 15 mm snare was used to engage the filter apex and removed the filter intact. Contrast was injected through the sheath and dsa imaging of the abdomen was performed as a follow-up cavagram to filter removal. Per image review, there is projection of the ivc filter legs beyond the outline of contrast, but this does not mean the legs are extravascular; no evidence on this image confirms perforation of the ivc filter by the ivc filter legs. No contrast extravasation is seen. Therefore, the investigation is inconclusive for perforation of inferior vena cava(ivc).based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4. H11:h6(result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall. The device was removed percutaneously. The patient reportedly experienced abdomen pain; however, the current status of the patient is unknown.